Event description:
It was reported that a patient underwent an achilles tendon repair on (B)(6) 2014 and suture was used. At an unspecified time post-op, purulent drainage was observed which resulted in delayed wound healing and infection. The suture was found to not have been completely reabsorbed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.